Event description:
It was reported that bd syringe oral 3ml amber contained foreign matter. Syringe oral 3ml amber. Syringe printing defects quantity: 10. Plunger rubber stoper defects quantity: 4. Scratch on syringe quantity: 2. External surface. Contamination quantity: 1. Adhered foreign matter quantity: 1.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.